Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a bolus was delivered in the middle of the night. Reportedly, the customer was asleep at the time of the bolus request and alleged that it had not been requested. Review of the pump data logs verified that a carbohydrates value and blood glucose (bg) value of 50 (mg/dl) was entered and a bolus was requested and completed. Reportedly, the customer awoke when the pump notified the customer at a bg level of 75 mg/dl. Tandem technical support advised that the customer may have done the movements while asleep, or may have forgotten interacting with the pump; the customer acknowledged.